Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The carrier com express board was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The carrier com express board was recommended for replacement.

Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.